Event description:
It was reported that a spectrum pump alarmed for upstream occlusion when no occlusion was present. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated by baxter. Eval found the lower reading on the ultrasonic sensor to be below spec. This deficiency was caused by a failed upstream sensor. Inaccurate ultrasonic readings would make the pump more sensitive to air and upstream occlusion alarms. The upstream sensor was replaced.